Event description:
Additional information was received from a consumer (con). It was reported that patient had an ins pocket revision on (B)(6) 2021 due to the previously reported tilted ins. The ins was implanted deeper during the revision. Around (B)(6) 2021, the patient noticed the ¿internal device lost all data¿ message on their application and they hadn¿t had any therapeutic effect since the revision. It was noted the patient hadn¿t seen a manufacturer representative (rep) since the revision to reprogram the ins and they had a post-operative appointment scheduled for (B)(6) 2021. On (B)(6) 2021 it was reported the patient had been running to the bathroom every 20 minutes for the prior two weeks.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the rep was able to do virtual programming with the clinical staff over the phone while the patient was in office. They were able to get the device bonded, and the issue was resolved. The patient was feeling stimulation appropriately at the time of report. No additional details were available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when the device was 1st put in the device worked beautifully and as time goes on the patient's symptoms came back. Patient was on program 7 and increased stim to 3.3 but it was "zapping" the patient so they decreased to 3.0 which was also too strong so they decreased back to 2.7. On (B)(6) 2021 to device "zapped" the patient and the patient's leg went funny. Patient said they also get all kinds of pain, patient said it hurts then stops hurting then hurts again. Patient also has trouble laying on their back or on the side the device is on. Patient said the ins feels tilted, specifically the top part is tilted out. Patient has not had any falls, trauma or change in activity. Reviewed how to change programs. Patient w as able to change to program 1 and adjust stim to a comfortable level. Prior to calling in the patient did contact the clinic but was advised to call the manufacturer for troubleshooting first.